Event description:
Customer reported an implant loss; "gradual bone loss, periimplantitis; pocket depth 8-9 mm, the implant is not covered by bone palatally" implant was placed in 2015 by another dentist, exact date is unknown.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.